Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection. No adverse patient effects were reported. The crt-d was explanted.